Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. CAPA reference (B)(4)

Event description:
(B)(4). 8100 unit- error code 221-2020. Customer jesus called in for (B)(4) on 8100 unit has error code 221-2020 which is the logic board on unit will have to be replaced. The unit processor communication is giving incorrect response message received. It happen from the main board that will have to be replaced.